Event description:
Depuy attune s+ aseptic loosening at tibial component. Started to loosen after 9 months. Cmw cement was used. Required full revision at 25 months. Origins tkr done (B)(6) 2018 and full revision done (B)(6) 2020. FDA safety report ID# (B)(4).